Event description:
The patient was implanted with a left ventricular assist device. It was reported that a head CT scan revealed a large left temporal, intraventricular, and subarachnoid hemorrhage with an 8 mm midline shift and moderate hydrocephalus. The patient was intubated, a nasogastric tube was placed and total enteral nutrition was started. A richmond agitation sedation scale (rass) score was -3. The patient was placed on IV heparin with a partial thromboplastin time (ptt) goal of 40-50 seconds. The patient was followed by the renal service and was receiving hemodialysis as needed. The lvad pump parameters were reported to be stable. The patient¿s lactate dehydrogenase level was in the 900 u/l range. A ramp echocardiogram was reported to be ¿positive for partial thrombus.¿ on an unspecified date the patient suffered a new area of cerebral bleeding and was officially pronounced brain dead on (B)(6) 2015 and pump support was removed. A limited autopsy was performed for pump removal. No additional information was received.

Manufacturer narrative:
Additional information: the attached user facility medwatch report # (B)(4) was received from the intermacs registry.

Event description:
Additional information was received from the intermacs registry stating: on (B)(6) 2015 increased trend in ldh noted. On (B)(6) ramp echo was performed with results "likely pump thrombosis." Pt expired (B)(6), pump sent to manufacturer, report of thrombus confirmed 4/20. Depositions of tissue & blood in knitted graft, inlet elbow, throughout the pump, and outflow elbow & graft. Cause of pt's stroke on (B)(6) cannot be conclusively determined or associated with thrombus. Additional information was also provided: did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis. Thrombus event: intravenous anticoagulation - yes. Thrombus event confirmed: yes. Device malfunction: no. Patient outcome: death: yes. Device malfunction causative factor: technical/procedural issues. Primary cause of death: circulatory: cardiac arrhythmia.

Manufacturer narrative:
(B)(4). No further information is available. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The report of thrombus can be confirmed based on the evaluation of the device; however, a specific cause for the reported hemorrhagic stroke cannot be conclusively determined. Although the reported stroke cannot be conclusively correlated the device, stroke is considered as a potential adverse event associated with the use of the of heartmate ii left ventricular assist system. Upon disassembly of the returned pump, depositions of tissue and blood were found extending from the lumens of the knitted graft and inlet elbow, throughout the pump, and into the lumens of the outlet elbow and outflow graft. The depositions appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump; however, a specific cause for the interruption in flow cannot be conclusively determined. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.